Manufacturer narrative:
Date rec'd by MFR: 24oct2019. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the touch panel is hard to manipulate. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019. The service technician confirmed manipulation failure occurred. The service technician replaced the touch screen and resolved the reported issue. Unit was checked overall, cleaned, run in tests and functionally tested.

Event description:
The customer reported the touch panel is hard to manipulate. There was no patient or user harm reported.